Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was 400 mg/dl and his current blood glucose level was 332 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer stated that the insulin exit during 5 unit fixed prime or fill cannula. No further patient complication were reported.